Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Seizures, hemorrhages and edema are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related and patient condition related events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿seizures after onyx embolization for the treatment of cerebral arteriovenous malformation¿ k. De los reyes, a. Patel, a. Doshi, n. Egorova, f. Panov. Medtronic received report that 20 patients were treated with onyx 18 or 34. Of 20 patients who underwent onyx embolization, it was reported that after onyx embolization of cerebral arteriovenous malformation 9 patients experienced seizures. Four patients did not have a history of seizure history. Two of the 4 patients also had out of range phenythoin therapeutic levels, one was 21.3mcg/ml and the other was 7.4mcg/ml (normal range is 10-20 mcg/ml). They experienced seizure immediately post procedure. These patients did have larger avm size and lower percent obliteration. Peri-avm edema was present in 75% of mris performed within one month of onyx treatment and may represent a possible etiology for seizures. The seizures were treated with lorazepam 2 mg IV bolus. One patient with new onset of seizure was reported to have a concurrent hemorrhage.